Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm and a motor position encoder error alarm. The customer also reported receiving a low battery alert along with an off no power alarm. The customer's blood glucose reading was unknown. The customer stated the batteries had been draining faster than usual. Troubleshooting was performed and the pump could rewind. The customer was sent a replacement battery cap and was ad vised to call back if problems persisted.